Event description:
Customer reports a fiber leak on reuse number 9 during treatment. Est. Blood loss was 200cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.